Event description:
Device malfunction: thumbwheel froze, partial stent deployment, sds caught on stent, stent damage, catheter detachment. Time of malfunction: during the procedure. Symptoms/ae: surgical retrieval of stent and detached catheter. It was reported that during a stenting procedure in the left superficial femoral artery, during stent deployment, the xceed stent was partially deployed in the target lesion when the thumbwheel froze, preventing the full stent deployment. The stent delivery system (sds) and partially deployed stent were pulled back a few centimeters in an attempt to deploy the stent and the sds was cut, hoping to allow access to deploy the stent. The stent twisted and fractured and a portion of the delivery catheter detached inside the vessel. A cut down was performed and both the detached portion of the catheter and the damaged stent were surgically removed and an arterial patch was performed. The target lesion was treated with balloon angioplasty. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.